Event description:
To who this concerns, I had abdomen surgery in 2001 with the bard kugel hernia patch. In 2007, I had to have another to repair the surgery in 2001. From early 2003, I had a bulge on my upper abdomen that grew bigger and in 2005. I had an emergency and went to hosp because of extreme pain in my abdomen that was never diagnosed, they treated me with medication and that was all. Then until I saw dr and I complained how bad I was feeling he agreed to help me. Doctor shocked me after my surgery and said to me that he had to cut 2 separate sections of my small intestines, 6" each because, the patch moved to my body, wrapped around my small intestines and it was infected. I believed that was the pain I felt in 2005. Then he said that the dr that put the hernia patch in, put the patch in upside down and in the wrong place. I do not think he understood the recall. I had 3 new hernias that he repaired on my abdomen. I have been sick for the past 3 years, I could not understand why. My "nutritions" were causing my sicknesses that now I understand and I could explain to you later. In 2007, I had to undergo another surgery to drain the fluid that was accumulating in my abdomen and made me very sick to my stomach. Now, I have a huge scare and a hole where the drain was on my abdomen and I am limited because I don't have mobility I once had. I have info on the patch, I can't find any recall on the numbers except where I find the recall numbers say all lot numbers, but I think that it is something to look into. I seemed to have all the same symptoms that the recalled mesh is doing. It was the davol bard 6*3 kugel mesh item #: 0010103 serial lot #: 43dl049 item #: 0112680. I am hopeful that you can find this helpful so you may contact me so I can satisfy my extreme pain from this and what has happened to me, please help me. Dates of use: 2001 - 2007. Diagnosis or reason for use: repaired abdomen hernia.